Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.